Event description:
It was reported to philips the device pacing was not working. The device was in use on a patient and there was no adverse event to patient or user. Multiple requests were made for additional patient/procedure information, however, no additional details were received.